Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Device reprogramming did not resolve the issue. All test results were normal and lead impedance trends were stable. The patient was in good condition and would be monitored with routine follow up.